Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold, and loss of capture (loc) which lead to pacing inhibition and asystole greater than two seconds. Subsequently, this rv lead was surgically abandoned. No additional adverse patient effects were reported.